Event description:
Reprise iii study. It was reported that endocarditis occurred. The subject was randomized into the reprise iii study in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin. One day prior to the index procedure, the subject received a loading dose of 300 mg of clopidogrel. During the index procedure, a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1310 days post index procedure, site has reported an event of endocarditis. The subject was hospitalized in response to the event. The event was treated medically. At the time of reporting the event was considered not recovered/not resolved. It was further reported that the subject presented to the hospital with shortness of breath. On arrival, emergency medical services placed the subject on continuous positive airway pressure and an immediate improvement was noted. In view of the subject's history of multiple recent admissions, the subject was hospitalized for further evaluation. The following day, the subject was noted to be febrile in the emergency service. Blood cultures were run in response to the event which returned positive for streptococcus salivarius. Post consultation with the infectious disease services, the event was treated medically with ceftriaxone and transesophageal echocardiogram (tee) was recommended for further assessment. The subject was on aspirin at the time of the event. Four days later, transthoracic echocardiogram (tte) revealed ejection fraction of 33% with no evidence of vegetations. The next day, tte showed no evidence of endocarditis. However, with further discussion with the infectious disease service, a probable diagnosis of streptococcal salivarius mediated prosthetic valve endocarditis was made. It could be the limitation of the tee sensitivity that prevented picking up of vegetations. The following day, the subject was noted with an overall improvement in general health. At the time of reporting the event was considered not recovered/not resolved. It was further reported that in september 2019 the event was considered to be resolved.

Manufacturer narrative:
Describe event or problem: updated with additional information received.

Event description:
Reprise iii study. It was reported that endocarditis occurred. The subject was randomized into the reprise iii study in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin. One day prior to the index procedure, the subject received a loading dose of 300 mg of clopidogrel. During the index procedure, a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1310 days post index procedure, site has reported an event of endocarditis. The subject was hospitalized in response to the event. The event was treated medically. At the time of reporting the event was considered not recovered/not resolved. It was further reported that the subject presented to the hospital with shortness of breath. On arrival, emergency medical services placed the subject on continuous positive airway pressure and an immediate improvement was noted. In view of the subject's history of multiple recent admissions, the subject was hospitalized for further evaluation. The following day, the subject was noted to be febrile in the emergency service. Blood cultures were run in response to the event which returned positive for streptococcus salivarius. Post consultation with the infectious disease services, the event was treated medically with ceftriaxone and transesophageal echocardiogram (tee) was recommended for further assessment. The subject was on aspirin at the time of the event. Four days later, transthoracic echocardiogram (tte) revealed ejection fraction of 33% with no evidence of vegetations. The next day, tte showed no evidence of endocarditis. However, with further discussion with the infectious disease service, a probable diagnosis of streptococcal salivarius mediated prosthetic valve endocarditis was made. It could be the limitation of the tee sensitivity that prevented picking up of vegetations. The following day, the subject was noted with an overall improvement in general health. At the time of reporting the event was considered not recovered/not resolved.

Event description:
(B)(6) study. The subject was randomized into the (B)(6) study in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin. One day prior to the index procedure, the subject received a loading dose of 300 mg of clopidogrel. During the index procedure, a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1310 days post index procedure, site has reported an event of endocarditis. The subject was hospitalized in response to the event. The event was treated medically. At the time of reporting the event was considered not recovered/not resolved.